Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. And pump error alarm. The customer¿s blood glucose was 138 mg/dl. Troubleshooting steps were provided for critical pump error. The customer was able to successfully clear the alarm. The customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm found in the device history and critical pump error alarm during testing due to moisture damaged electronic assembly on electrical board. Unable to verify rewind anomaly due to critical pump error alarm.